Event description:
It was reported that the insulin pump alarmed failed battery test. Customer changed the battery and it did not turn on. Customer's blood glucose was 130 mg/dl something. Customer's current blood glucose was 110 mg/dl. The issue was resolved upon troubleshoot. The insulin pump did not alarm failed battery test and the display returned. Advised the customer battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.